Manufacturer narrative:
The momentary squeeze pump was visually inspected; no leaks were found. There was contamination found inside pump. The pump was not functionally tested due to the contamination. The cylinders were visually inspected and functionally tested. Cylinder 1 had a pinhole leak in distal cylinder body attributed to sharp instrument damage consistent with explant damage. Cylinder 2 had a large leak with broken fabric treads in the proximal cylinder body attributed to sharp instrument damage consistent with explant damage; a large hole was present. Due to this damage being consistent with explant it was considered a secondary failure. Both cylinders had wear at folds in cylinder body. Product analysis was unable to confirm the reported events. Based on the investigation results, an evaluation conclusion code of cause not established was assigned to this event.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to a malfunctioning device. A patient outcome of no complications was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a malfunctioning device. A patient outcome of no complications was reported.